Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experienced a car accident on (B)(6) 2010 and subsequently his scs ipg is non-functional. F/u identified the pt's scs system will be explanted and pending thoracic/lumbar MRI results, the pt will undergo an additional scs trial.